Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continuous use of the pump the black box data and histories for the event on 05/13/2011 have been overwritten. A review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump passed a 29 hour flow accuracy test successfully. The pump information for the complaint date has been written over, unable to duplicate the complaint. Unrelated to the complaint, the keypad symbols were worn.

Event description:
The patient stated that she was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka) and started on intravenous insulin. The patient stated that yesterday morning she changed the site and was still within target blood glucose (bg) range at noon; she stated that when she checked her bg at 8 pm it was 548 mg/dl. Customer support reviewed the pump with the patient. The patient confirmed that all settings and doses were correct. The patient stated that the site looked normal and was dry; the cannula was still in and when removed looked straight. Customer support advised the patient that the event may be due to site issues. This report is made based on the allegation that the patient experienced dka while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.